Event description:
On april 19, 2006 the lay-user/reporter contacted lifescan (lfs) alleging that her one touch ultra meter was reading inaccurately high. The medical affairs specialist mailed a letter to the patient and reporter since they could not be reached by telephone on two separate days. The reporter indicated that the patient performed a meter-to meter comparison between his own meter and another one touch basic meter. She was unable to provide any of the readings that were used for the comparison. The reporter did mention that the comparison was performed within a 10-minute time fram. The reporter did not know when the patient was taken to a hospital; however, she indicated that the patient received IV treatment. The patient had symptoms of "dizziness and shakiness." It would have been helpful to know the following information: when did the patient's symptoms develop, did the patient change his treatment regimen due to the alleged meter issue, when was the patient taken to the hospital, what treatment did he recieve, and why was he taken to the hospital. It also would have been helpful to know what the comparative meters' readings were, what the patient's current medication/treatment regiment is, and when did the patient start feeling as though the meter was reading inaccurately high. The customer care advocate (cca) verified that the patient was using blood samples from his fingers, was applying the blood correctly to the test strips, and was cleaning his puncture sits correctly. The cca noted that the patient was not cleaning the meter correctly. The meter was replaced.